Event description:
As reported by the edwards field clinical specialist, during the transfemoral tavr procedure, upon deployment of the 23mm sapien valve, the ascendra 3 balloon ruptured. Per report, the balloon burst after the valve was fully expanded and no paravalvular leak or central leak was noted. The procedure was completed successfully and the patient was transferred to the ICU in stable condition. As reported, the physician commented that a calcified plaque in the sino-tubular junction or the edge of the sapien frame may have caused the puncture.

Manufacturer narrative:
Additional information: per the instructions for use (IFU), balloon rupture is a potential risk of the tavr procedure. The ascendra 3 delivery system was returned to edwards lifesciences for evaluation. Visual and dimensional inspections were performed. Visual inspection revealed a longitudinal tear translating radially, proximal to the nose tip. The balloon revealed no surface defects such as scratches, fish eyes, or gel spots. The balloon was dimensionally inspected for single and double wall thickness and was found to be within specification. Transcatheter delivery balloon burst complaints have been previously investigated by edwards and documented in technical summary. A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/deployment. The complaint was confirmed, but no manufacturing non-conformities were found in the returned sample. Similar previous complaints suggest that patient factors (patient annular calcification) may have contributed to the event. We can speculate that the root cause of this complaint could be related to the rationale outlined in the above referenced technical summary. Since no labeling or IFU inadequacies have been identified, and review of complaint history did not reveal that the occurrence rate exceeds the (B)(4) 2014 control limits for this failure mode, no further corrective or preventative action is required at this time.

Manufacturer narrative:
The device was returned to edwards lifesciences for evaluation. Investigation is ongoing.